Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2 lens, -10.50/2.5/079 (sphere/cylinder/axis) into the patient's eye on (B)(6) 2020. On (B)(6) 2020 the lens was explanted and replaced with a shorter lens due to excessive vault. The problem is resolved.

Manufacturer narrative:
H3-device evaluation: the lens was returned in liquid in a specimen cup. Visual inspection found that the haptic was torn. Claim# (B)(4).